Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va1uasd, implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type lead, product ID 3889-28 ,lot# va1uasd, implanted: (b)(60 2019, explanted: (B)(6) 2019. Product type lead. Analysis: analysis of the tined lead, 3889-28, interstim,us 28 cm (lot#va1uasd) found a short between the {x} and {x} conductors in the body of the lead; consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28; lot# va1uasd; implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a consumer regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device wasn't working since their retention symptoms had increased. The patient denied any falls or environmental factors with lead. Patient stated that pa-c in the office performed impedance checks and noted patient had impedances. The lead was replaced.